Event description:
A report was received that the patient was experiencing burning sensation and pain at the ipg site that radiated down the legs. The physician did not notify that there was a suspected malfunction but felt that the removal and relocation of the site might lessen the patient¿s pain. The patient underwent a procedure wherein the ipg was replaced per physician's preference and the site was relocated. It was also reported that after the procedure the patient continued to experienced some burning sensation at the site.

Manufacturer narrative:
Additional information was received that the burning sensation at the ipg site which was continuously experienced by the patient after the procedure was reportedly covered by the new programs. The patient reported overall improvement after the revision.

Event description:
A report was received that the patient was experiencing burning sensation and pain at the ipg site that radiated down the legs. The physician did not notify that there was a suspected malfunction but felt that the removal and relocation of the site might lessen the patient's pain. The patient underwent a procedure wherein the ipg was replaced per physician's preference and the site was relocated. It was also reported that after the procedure the patient continued to experienced some burning sensation at the site.

Manufacturer narrative:
Date of event: (B)(6) 2014 the explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.